Manufacturer narrative:
Device review: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. It is not clear from the complaint description how this device may have influenced the incident. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8218354 found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.

Event description:
Clinical study. Same case as 6000089-2006-01608. It was reported that 10 days after a coronary artery drug-eluting stenting treatment procedure the patient experienced a myocardial infarction (mi) and a stent thrombosis and underwent a target-vessel re-intervention (tvr). The index procedure treated 1 de novo target lesion. The target lesion was a 3.0mm vessel diameter, 26mm long, with severe calcification, severe tortuosity and 70% stenosis, lesion located in the mid left anterior descending (lad) artery. The lesion was predilated with a bsc 2.5x20mm balloon. The physician implanted 1 taxus liberte 3x20mm drug-eluting stent (des) and 1 taxus liberte 3x8mm des. Post-treatment, the lesions were 0% stenosis and timi 3 flow. Post procedure and prior to discharge the patient experienced a q-wave anterior mi and a stent thrombosis in the proximal lad. The patient was receiving plavix. Pre-treatment the lesion was 100% stenosed with a timi flow of 0. Treatment of the mi and the stent thrombosis was a tvr of the first site proximal lad to the distal site mid lad using an angioplasty balloon and the implant of a taxus liberte des. The physician indicated a possible relationship of the tvr, mi and stent thrombosis to the stent. This product is only ous approved, but it is similar to a marketed us device.